Event description:
Per the clinic, the patient experienced infection (abscess) with drainage around the abutment site. The patient was treated with oral antibiotics, for the duration of 10 days along with topical antibiotics (specific duration not reported) on (B)(6) 2024, however, the issue did not resolve. Subsequently, the abscess was drained and the abutment was removed under local anesthesia on (B)(6) 2024, after which the patient was again treated with oral and topical antibiotics (specific duration not reported). The implanted device remains.